Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right atrial (ra) lead was hospitalized due to blood infection. Additional information received indicated that the field representative checked the patient as per physician's order while the patient was hospitalized. The field representative verified that there were no device issues or interventions needed. The field representative was not aware of any infection issues. No further information available. There were no additional adverse patient effects reported. The ra lead remains in service.